Event description:
Information received indicates aortic insufficiency with perforation of the porcine non-coronary leaflet. It is reported the valve was adequately implanted without paravalvular leakage. The prosthesis leaflet directed toward the right coronary ostium revealed the perforation.

Manufacturer narrative:
Evaluation method code: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion code: cause of event cannot be determined, but patient condition was a factor in the reported event. Analysis: most of the non-coronary cusp was removed prior to our receipt of the valve; therefore, we are not able to determine an exact cause of the reported tear in the cusp. A photo taken of the valve following explant shows that the perforation in the cusp may have been due to leaflet contact with the bias cloth. A small tear and abrasion observed on the striations in the left cusp appear to be due to contact with the bias cloth. Remnants of pannus extend 1.0 to 1.5 mm onto the right and left cusps. A small area of mineralization is visible at the superior coaptive junction. Conclusion: the patient's condition was a contributing factor, but the exact cause of the event cannot be determined.